Event description:
The customer reported a blood glucose level of "high." The customer administered a correction bolus via the pump to address the high blood glucose, which began to decrease. A pump system check was started; however, the customer's blood glucose level began coming down so they declined any further troubleshooting.